Event description:
The customer reported a leak from the cartridge chemistry (cc) sample probe of the unicel dxc 800 pro synchron system. The customer stated that the faulty cc sample probe wash collar valve inhibited the sample probe to aspirate and leaked fluid onto the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and removed and cleaned the waste valve (cartridge chemistry sample probe solenoid valve) to resolve the leak from the cc sample probe. The fse verified the repair by priming the system multiple times and no further leaks were observed. (B)(4).